Event description:
International affiliate reports, the patient was burned multiple times by the non-insullated bipolar forcep during neck surgery. The customer reports the forcep is either lot 0401n or lot 0409n.is unable to provide the specific lot code.

Manufacturer narrative:
The bipolar forcep was evaluated by the customer's technical services group and by the affiliate's approved repair service. The device was found to function properly and to meet specifications. The package insert that accompanies the device cautions that use of the forceps in confined spaces may result in unintened contact with and possible injury to non-target tissue during the application of power to the forceps. It appears that the burns are related to user handling. At this time, the complaint is considered to be closed. However, codman has requested return of the forcep for evaluation. If the investigation determines the device to be at fault, having caused the burn, a follow up report will be filed.